Event description:
The core impaction drill was sent for evaluation due to overheating during testing. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion was noted within the internal components of the device; corrosion damage can cause the device to overheat due to increased friction between the moving components within the device.